Event description:
Patient was implanted with experimental stent in feb. And was told that the second procedure will be done in nov. To make sure that the stent is functioning well. But, in aug. Patient started to experience shortness of breath, fatigue and getting hot. She went to her doctor to have her stent check. They did stress test and it was found that the stent failed and blocked. Therefore, they scheduled for 2nd procedure, but patient canceled it because she has no insurance and is not qualified for medicare either. Patient was upset that they never told me that the stent is experimental and now I don't have money to do any more procedure. Patient is taking plavix.